Manufacturer narrative:
A photo was provided showing one new packaging of item #cl4173, no additional damage or abnormally can be observed. One used sample was returned connected to a used chemolock injector and a becton dickinson (bd)5 ml syringe, it was also returned a bd 30ml syringe. The used sample was primed and leak tested. A leaks between the male luer adaptor and chemolock connections was observed. No additional cracks or damage were observed in the female luer. Complaints of hole/cut/torn can be confirmed based in the physical sample evaluation. The probable cause of the leakage was due an incomplete insertion during manufacturing process.

Event description:
The event occurred on an unspecified date and involved a 60" (152 cm) appx 1.2 ml, ext set, smallbore w/chemolock¿ port, clamp, spiros¿ w/red cap. The customer reported that the top of the tubing must have had a crack in it. The customer reported that the device leaked at the location where the 'skinny tubing goes into the wider ¿neck¿ prior to the chemolock.' There was a reported chemo exposure, however, it only was found on the outside of the tubing and the floor. The healthcare provider was wearing personal protective equipment during administration, however, the leak was not discovered until after the chemo was completed, and they saw drips on the floor. The product has doxorubicin in the tubing (which is red) and is why the nurse noticed it so quickly. There was no harm reported as a consequence of this event.